Event description:
The company was informed that the surgeon is planning to explant the patient's device due to chronic otitis media. The patient is being treated with antibiotics (type unknown). Advanced bionics is in the process of gathering more information; once more information is available, a supplement report will be submitted.